Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. H3, h4, h6: based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, while doing percutaneous pinning of the hip fracture using with the 6.5 mm cannulated screws, it appeared that the product had a manufacturing defect. The screwdriver recess on the cannulated screw would not be center; therefore, the screwdriver would not fit into the screw and the screw slipped over with the guidewire. Upon putting a 95mm screw over the guide wire, the screwdriver would not properly sit in the recess of the screw head. It was determined visually that the cannulation was off-center in the recess of the screw head which prevented the screwdriver from seating into the screw once the screw is placed over a guide wire there was a surgical delay of four (4) minutes. The procedure was completed successfully. It had a good/positive patient outcome. This report involves one (1) cannulated 4.0mm hexagonal screwdriver. This is report 2 of 2 for (B)(4).